Manufacturer narrative:
This report is for an unknown femoral neck system locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent open reduction internal fixation surgery for femoral neck fracture with the femoral neck system (fns). No issues were observed from the original surgery. Subsequently, postoperatively, the patient developed an infection. On an unknown date, a revision surgery occurred because of the infection. It was determined during the revision surgery the patient additionally had non-union of the fracture. It was also noted a screw had migrated. The removal surgery was completed successfully. A total hip arthroplasty (tha) will occur in the future to deal with the non-union once the infection is cleared. This is report 3 of 4 for (B)(4). This report is for an unknown femoral neck system locking screws.